Manufacturer narrative:
The technician replaced the 22-position connector and calibrated the scale to repair the bed.

Event description:
Information received, indicates the scale display is blank due to signs of corrosion/fluid ingress onto the 22-position connector.